Event description:
It was reported from the us that during a reverse shoulder surgery, while reaming, the pilot tip on the reamer broke. The surgeon searched for, located, and removed the pilot from the patient and discarded it. This caused a delay of 5-10 minutes in the case with no adverse event to the patient. The patient was stable as they left the or. Agent was present at time of surgery. Inactive agency, no further information available. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. There is no reported patient adverse event, the pilot tip was removed from the patient. Based on CAPA(B)(4), the broken device was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Manufacturer narrative:
(B)(4). (B)(4). Findings: based on the investigation conducted under CAPA(B)(4), it was determined that the user instruction (e.g. The surgical technique) was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: 1) if the user applies a bending moment to the pilot tip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. 2) if the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. Comments: per (B)(4), no further action is required at this time. This issue will be re-escalated and the decision will be re-evaluated if the complaints exceed a threshold of > or = 35 total events or > or = 3 events with reported patient harm. This will be tracked as part of the monthly complaint monitoring. This issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the design of the pilot tip reamer is changing. The pilot tip is not on the reamers but on the driver instead (all the reamers are cannulated). The diameter of the pilot tip is also increasing from 2.0mm to 3.2mm. Lastly, the material will change from (B)(4). This new ergo instrumentation design will be implemented as part of a phased roll-out, first in the us and then to other markets, beginning in mid-2019. Full implementation is expected by q4 2020 (us) and q4 2021 (ous). Going forward, the special reamers will be updated to ergo specification. The latest crc is still ongoing at the time of this evaluation. Refer to (B)(4) for the most up to date information. Corrective action taken: as part of CAPA(B)(4), the following corrective actions were taken: the surgical technique was updated to advise surgeon to avoid applying a bending torque to the pilot tip reamer or using the reamer to retract the humeral head as this may cause fracture of the pilot tip ((B)(4)). The rmr was updated to include the risk of pilot tip reamer fracture as a result of bending or its foreseeable misuse as a retractor ((B)(4)). As part of (B)(4), a recall communication was sent to users notifying them of the issue and alerting them to the change in the operating technique (z-2663 through 2668-2017, may 2017). Most likely underlying cause/root cause: based on CAPA(B)(4), the broken device reported in (B)(4) was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. There is no reported patient adverse event, the pilot tip was removed from the patient. Based on CAPA(B)(4), the broken device was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.